Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results within 10 minutes: 39 mg/dl, 34 mg/dl, lo (9 or less mg/dl), lo (9 or less mg/dl), and 144 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.